Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, refrigerator door had opened unexpectedly at random intervals. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was randomly opening while attempting to retrieve medications from the station drawers and cubies. A field service engineer (fse) confirmed that the rm was functioning normally, and the issue could not be replicated during testing. A hardware inspection was performed, including checks on the bus cable, harness, interface board, rm box, hasp, latch, and the communication sled connections. Additionally, the rm was tested using the hardware test application (hta), and all components passed without error. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, refrigerator door had opened unexpectedly at random intervals. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.